Event description:
It was reported that 45 pen needle 31gx5mm 7 pack had the cap unable to detach during use. The following was reported by the initial reporter: "the sealing tape can not be torn off, can only tear half a circle or a little. After the needle is connected with nohe pen, the needle cap cannot be removed and it is difficult to cover".

Manufacturer narrative:
H6: investigation summary no returned samples or actual defect samples for investigation, so we can¿t performing in-depth investigation; lot#9156976 DHR and manufacture records were reviewed, no abnormality was found; 7pcs retention samples were stratified inspection test, there was no stratified phenomenon of lids and no residual film; 7pcs retention samples were inspected on pull force hub-cover and shield pull force, the test result meet the specification. Details pls refer to the attached retention samples inspection record. Based on the investigation above, the certain cause cannot be concluded at the moment. See h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 45 pen needle 31gx5mm 7 pack had the cap unable to detach during use. The following was reported by the initial reporter: "the sealing tape can not be torn off, can only tear half a circle or a little. After the needle is connected with nohe pen, the needle cap cannot be removed and it is difficult to cover".